Event description:
It was reported that a nrg transseptal needle was selected for use. When attempting to energize it, it could not be energized. The bmc rf generator was in ready mode. The rf tone was heard when energization was attempted, shorter than usual. No error code was displayed by the bmc generator. The connector cable was replaced, and the issue was not resolved. Thus, the needle was then replaced, and the problem was resolved. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis. No other issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.